Event description:
It was reported that during a sleeve gastrectomy procedure, the device remained closed on the tissue. Two echelons (same lot number) remained locked on the stomach in the last firing. The surgeon had to cut along the jaws and use over sewing to close the gastronomy. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.the device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.